Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of edema and hypertensive episode are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of edema and hypertensive episode as follows: "the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. These reactions may last for a week. Patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible."

Event description:
Healthcare professional reported prior to injection patient was pretreated with an unspecified product and then injected to the nasogeniano area with juvederm ultra xc. After injection patient used an unspecified post-treatment therapy. The same day as injection patient developed "important facial edema" and was injected with diprospan soluspan. Patient was also prescribed polaramine. The event was noted as a life threatening injury or illness because the patient "was hospitalized with hypertensive episode." Symptoms resolved "about 10 days after injection." Patient was taking an antihypertensive medication at the time of injection.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported prior to injection patient was pretreated with an unspecified product and then injected to the "nasogeniano" area with juvederm ultra xc. After injection patient used an unspecified post-treatment therapy. The same day as injection patient developed "important facial edema" and was injected with diprospan soluspan. Patient was also prescribed polaramine. The event was noted as a life threatening injury or illness because the patient "was hospitalized with hypertensive episode." Symptoms resolved "about 10 days after injection." Patient was taking an antihypertensive medication at the time of injection.